Manufacturer narrative:
The reported damage was confirmed. One image was also received for evaluation. The image appears to show the damage to the spiral loop. Visual inspection found displaced electrodes, torn tubing on the shaft and spiral loop, and exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the catheter is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Toward the end of an atrial fibrillation procedure, slight resistance was noted when the catheter was removed from the patient. When the device was removed, the outer material on the catheter loop was frayed, exposing the internal components. Additionally, the electrodes were displaced from their original positions. No anomalies were noted while mapping. There were no adverse consequences to the patient. The devices are stored in their original packaging.